Event description:
A pharmacist called on behalf of a customer with a complaint that the meter had missing segments in the display. The pharmacist replaced the customer's meter and has returned the meter to bayer for evaluation. Bayer will send the pharmacist replacement inventory.